Manufacturer narrative:
Manufacturer's investigation conclusion: early stages of conductor breakdown were found. The reported event of a replace controller alarm was confirmed via the provided log file. The log file contained data spanning approximately 24 days (on (B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit throughout the log file. A replace controller alarm with a yellow wrench advisory events were observed on (B)(6) 2020 at 22:27 and then at 23:11-23:12 due to a backup mcu faults (error code 50). The alarms resolved on their own each time they activated and did not interrupt the pump functionality. The patient¿s power values trended upward throughout these events and peaked at 17-25 watts at the time of the replace controller alarm. No other atypical events related to the system controller occurred throughout the data. The returned system controller (serial number: (B)(6) was functionally tested and failed several continuity tests due to its damaged power cables. However, the controller passed every remaining step in its functional and preliminary tests and appropriately operated a mock loop without any atypical alarms occurring. The root cause of the reported events was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2017. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the replace system controller, driveline fault, and low speed alarms, and the actions to take if the issue does not resolve. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that thrombus was not confirmed. The patient was placed on an ungrounded cable and the system controller was changed. The patient had a previous short to shield and had been on ungrounded cable at home. There were no other signs of pump thrombus and there were no further power or flow spikes. The lactate dehydrogenase was 230 and within normal limits, plasma free hemoglobin was less than 0.1. The patient echocardiogram and the left ventricle was unchanged from the previous echocardiogram and there were no disturbances were noted at the inflow cannula with color flow. The controller issue resolved with the controller exchange.

Manufacturer narrative:
Pre-existing short to shield reported under manufacturer report number (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a heparin bridge with subtherapeutic international normalized ratio (inr) for colonoscopy on (B)(6) 2020. She had been letting her inr drift down into range for the colonoscopy and it was 2.2 by her home meter on (B)(6) 2020 in the morning. She was planned for admit and her inr was down to 1.7 and heparin drip was started. It was noted on (B)(6) 2020 on vad interrogation of "replace system controller" and associated flow/power spikes. The patient and nursing did not note any alarms. It was sent for ldh/plasma free hemoglobin and bedside echo was done and did not show any changes to her left ventricle size from the last echo in may. It is unclear why the power/flow spikes and "replace system controller" were on interrogation, but not on actual system controller. Technical services reviewed the log file and saw transient elevations in power/ high power events on (B)(6) 2020. This type of trajectory in our past experience has been linked to a possible clinical condition such as thrombus. The controller recorded transient yellow wrench/replace system controller alarms associated with a controller "backup mcu failure on (B)(6) 2020. The controller¿s primary processor momentarily operated in backup processor mode due to the high power events recorded on (B)(6) 2020. It appeared these events self-resolved. The patient was currently on ungrounded cable due to pre-existing short to shield driveline issue. On vc the original controller, pcx-10643, was replaced. The backup controller remained the backup controller and the possibly faulty system controller was replaced with pcx-16486. Manufacturer report number of pump: (B)(4).